Event description:
It was reported that the patient had the inflatable penile prosthesis pump and reservoir removed as the tubing from the pump to the left cylinder broke. New inflatable penile prosthesis pump and reservoir components were implanted as the physician chose not to replace the cylinders. The patient was doing well with no further complications.